Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use the bd vacutainer® sst¿ ii advance plus blood collection tubes stopper was difficult to remove. This event occurred 28 times. The following information was provided by the initial reporter: "tubes in question were evaluated for 1st/2nd stopper pullout force per the test protocol and test method. Out of 61 samples tested, 28 did not meet the acceptance criteria of a minimum 2nd stopper pullout force. After blood collection, shields became easy to detach."

Manufacturer narrative:
H.6. Investigation: the indicated failure mode for stopper pull out was observed during internal testing conducted by franklin lakes on the tubes. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported after use the bd vacutainer® sst¿ ii advance plus blood collection tubes stopper was difficult to remove. This event occurred 28 times. The following information was provided by the initial reporter: "tubes in question were evaluated for 1st/2nd stopper pullout force per the test protocol and test method. Out of 61 samples tested, 28 did not meet the acceptance criteria of a minimum 2nd stopper pullout force. After blood collection, shields became easy to detach."